Manufacturer narrative:
The device was investigated, and the returned device analysis was unable to confirm the reported inverted clip during unpacking and clip difficult to open, unable and difficult to close and jumping clip. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history identified no other complaints from the lot. All information was investigated and based on information provided and the results of the returned device analysis, a cause for the reported difficult to open, unable and difficult to close and jumping clip, and inverted clip during unpacking could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip jumping. It was reported that prior to use, the clip delivery system (cds) was removed from the box already inverted. An attempt was made to close the clip, but at first closing the clip was difficult. Then when the gripper lever was lowered, the clip jumped closed to approximately 160 degree. The physician inverted the clip again, but the clip was unable to close. The cds was not used in the patient. The procedure continued with a new cds. There was no patient involvement and no reported clinically significant delay in the procedure. No additional information was provided.